Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hundred twenty four (224) units of syringe inlets had foreign particulate matters such as hair, fiber or black spot. The was discovered during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.